Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, both sensors failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensors. Also found both sensors had bent cannulas, unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Event description:
It was reported that the customer's sensor had a bent needle. The customer inserted another sensor, the sensor would not connect and then the customer pulled out the sensor, finding that the cannula was bent. The customer described that it hurt a lot in regards to the sensor issues. The customer's blood glucose was 240 mg/dl. Troubleshooting was done. Confirmed that the needle was still attached to the sensors. Advised to return the sensors. Advised that replacement sensors would be sent. Advised to call back in order to troubleshoot if the issue recurred. Troubleshooting for a lost sesnsor alert was declined due to issue being resolved after changing out the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.